Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. At 00:55:34, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. The patient's post-shock rhythm was an idioventricular rhythm from 50-20 bpm with CPR/motion artifact. At 00:56:08, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. Device was shutdown at 01:32:19. The patient passed away on (B)(6) 2024. There is no indication that the inappropriate treatment caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
The monitor and belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction